Event description:
It was reported to boston scientific corporation that this complaint for enteryx was opened to document new and additional information rec'd on 13 july 2007. In 2004, the patient had an enteryx procedure. A total of 6 injections were done with a total of 6.6cc's injected intramuscularly. A total of 0.1 ccs were submucosal and 0.4ccs were transmural. In 2005, the patient was treated with laproscopic nissen procedure for worsening symptoms of gerd. The event is recorded as "severe" in intensity. In 2006, the patient was treated with dilation for dysphagia. The event is recorded as "moderate" in intensity. On july 13, 2007, it was reported to boston scientific corporation that the dysphagia the patient experienced in 2006 was probably related to the study device.

Manufacturer narrative:
The cause of the reported malfunction is likely attributable to operational context due to the fact that the injection technique is affected by clinical variations that are difficult to control. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.